Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced signal loss after which they experienced a hypoglycemic event. The son of the patient stated that his father doesn't look at the display device. The son is mainly the one checking his dad's data from his follow app. He was not with his dad when he got alerted of ¿no data¿ from his follow app. He went home and noticed his dad was getting incoherent and weak. When he checked the cgm display device it showed signal loss. The son took a fingerstick and the value was low. No information was reported regarding treatment, but the patient was not brought to the hospital. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. D4 serial no - correction. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred. The sensor was inserted into the skin. On 11/16/2025, it was reported that the patient experienced signal loss after which they experienced a hypoglycemic event. The son of the patient stated that his father doesn't look at the display device. The son is mainly the one checking his dad's data from his follow app. He was not with his dad when he got alerted of ¿no data¿ from his follow app. He went home and noticed his dad was getting incoherent and weak. When he checked the cgm display device it showed signal loss. The son took a fingerstick and the value was low. No information was reported regarding treatment, but the patient was not brought to the hospital. No other details were documented. Data investigation confirmed signal loss as signal loss equal to or under one hour. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 1:39 pm on 11/16/2025. The session lasted ~48 hours and ended on 11/18/2025 for unknown reasons. There were no bg meter calibrations performed during the entire session. On the date of the alleged signal loss a signal loss event equaling 30 minutes was confirmed in the data. The probable cause of the signal loss was determined to be the result of the app being turned off for a short period of time (30 minutes). No additional patient or event information is available.